Event description:
The device was used for routine ECG monitoring of a pt during transport. During the transport, the monitor display allegedly went blank and the service warning message illuminated. A backup monitor was made available and used for the remainder of the transport. There were no adverse effects to the pt reported as a result of the alleged malfunction.